Manufacturer narrative:
The batch documentation review has been performed and revealed no departures during records review and that the product was manufactured to specification. Tutogen medical (tmi) has manufactured and distributed a total of 135 graft specific to copios pericardium membranes without related complaints for the lot nza18490171. According to records re-review serial ID (B)(4) was manufactured to rti germany's specification sp-copios membrane ce "05", annex 1-1 "02".

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh(tmi), a wholly subsidiary of rti, received a complaint on 01/18/2022, from a dentist in (B)(6). It was reported that on (B)(6) 2019, a 40 year old male underwent a dental procedure, with implantation of copios cancellous xenograft particles(these type of grafts not distributed on the u.s, reporting not required) for filling and with copios pericardium membrane for covering. When the patient returned for follow-up on (B)(6) 2020, it was determined that the copios xenograft particles were not integrated and were explanted. It is unknown if the copios pericardium membrane was explanted.